Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed on part # 310.509, lot # 9950215: manufacturing location: (B)(4), manufacturing date: 24.may.2016. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke intraoperative on (B)(6) 2017. There was no surgical delay, no patient harm. Fragments were removed easily. Patient outcome is positive. Procedure was completed successfully with no additional intervention required. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection has shown that approximately 14 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additional it was detected, that the tip is also untwisted. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were within the specification. Based on these findings we exclude any manufacturing related issue. The outer diameter was measured and was within tolerance. Based on the provided information we are not able to determine the exact cause which has led to this breakage. It is likely that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.